Manufacturer narrative:
The device was returned to olympus on 13 mar 2023 stated in complaint (related patient identifier) (B)(6). The device was inspected and the customer's complaint could not be confirmed. When tested, the monitor passed all tests in accordance with the original equipment manufacturer service manual. The monitor was tested for 4 working days and no error occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because reportable event was not confirmed, a specific cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high-definition lcd monitor turned off mid procedure. The intended procedure was a diagnostic colonoscopy. The procedure was completed with the same device with a delay of about 5-10 minutes while the patient was under sedation. There was no adverse health effect to the patient attributed due to the delay. There was no medical intervention (treatment outside the scope of the procedure) required because of the reported problem and did not affect the diagnostic or therapeutic outcome of the procedure. The customer further reported the screen turned back on about 5 minutes after they turned the whole stack off and on again. This happened about 4 times over the last 2 days with no specific procedural information. Refer to additional patient identifiers: (B)(6).